Event description:
In 2009, the patient reported she inserted a new battery in her insulin infusion device 1.5 weeks ago and today at 1:21pm, she received an e7 (electronic error), at 1:22pm, she received an e8 (power interrupt), and at 3:42pm, she received an a2 (battery low) alert. She stated she removed the battery after she received the e7 and her device went into the stop mode before giving the e8. She said her batteries are now lasting "two days" instead of 1 month. She stated she will switch to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.